Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The laser equipment was examined and tested at the customer location by an abbott field service specialist (fss). The fss found no issues related to the dlk reported. The fss performed a field service checklist. In addition, a three month preventative maintenance (pm) performed. As part of the pm, the flap thickness, melts/gels and side cut/overlap were checked. There was a small adjustment to mirror and timing and was part of the pm and not related to the event. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with a diffuse lamellar keratitis (dlk) at a post-operative exam. The surgery center the patient had a bad case of dlk. Through follow up, the surgeon indicated he did not believe the dlk reported was related or caused by the laser equipment. The surgeon declined surgery support and training as the surgery center indicated the issue reported was not the cause of the laser equipment or training issues. No additional information is provided.